Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and inflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and inflation issues as no issues were identified during return analysis. The account was contacted to ensure the correct device was returned for analysis and it was confirmed that the correct device was evaluated. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pros is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2x15mm xience pro s stent delivery system (sds) could not be advanced over an unspecified guide wire, and a blockage was noted. An unspecified xience pro s stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.